Event description:
Customer reported generation of erroneous high patient results for sodium involving their dxc 700 au clinical chemistry analyzer. The customer also stated ise (ion selective electrode) urine/serum calibration failed with slope readings of zero (0). There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics, and the exact number of patients affected is unknown.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found missing o-ring on electrode, loose screw connector on buffer bottle, and dirty ise (ion selective electrode) tubing. The failure mode was determined to be due to use error due to improper maintenance during electrode and buffer bottle replacement. The customer failed to confirm all fittings were secure after replacing reagent bottle; also failed to confirm that all four o-rings are in position before using the lock lever to secure the electrodes. The o-rings are necessary to create an airtight seal for the flow cell. The fse replaced all ise tubing, replaced electrode o-ring, and reseated the connector fitting on buffer bottle to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).